Event description:
Customer reports to have cracks at battery compartment which caused insulin pump to malfunction even after battery changes. Customer was requesting a loaner insulin pump. Customer was advised that insulin pump would be replaced. Customer's blood glucose was 239 mg/dl. No further information provided.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and battery tube threads. Insulin pump received with cracked case on reservoir tube corners, cracked case on display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.